Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized the visual analysis revealed cuts into the insulation 13cm and 19cm distal to the is-1 connector pin, which most likely resulted from the pocket revision procedure. However, a thorough analysis of the returned lead revealed that the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead insulation was damaged during pocket revision. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.